Event description:
The lesion was 80% stenosed and tortuous with moderate calcification in the left anterior descending (lad) artery. Lesion was accessed without difficulties with a guidewire and guide catheter via femoral approach. A research stent was deployed in the lad followed by successful completion of an intravascular ultrasound (ivus). Upon attempting to remove the ivus, resistance was felt. Physician checked the cause of resistance with fluoroscopy. The ivus catheter had become locked (stuck) onto the guidewire and could not track/move freely. In efforts to free ivus from guidewire; the sheath of the ivus catheter broke mid distal from lad. The ivus catheter, guidewire and guide catheter were successfully removed as a unit from the patient's body. During the event, the patient's blood pressure decreased, electrocardiogram (EKG) changes were observed and pain was reported. A 5f sheath was placed in the vein for medications and patient was placed in the ccu due to the EKG changes and possible lad trauma from the first stent. A new guidewire, guide catheter and imaging catheter, plus another research stent were used to complete the case. Patent condition was reported as "ok".